Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-04-11 rtg0571605 (con): information was received from a patient regarding an implanted infusion pump for spinal pain. Specific pump drug information was unknown. It was reported that the patient was having a lot of pain in their back and they were concerned that their pump "turned itself off". The patient saw their doctor on 2024-03-26 and the doctor stated that the pump had "shut off twice and restarted itself". The doctor asked the patient and they confirmed that they had not had magnetic resonance imaging (MRI) in over a year. The patient confirmed that they had not heard the pump alarm. The patient also mentioned that they had mris in the past, but the doctor said "everything's working fine afterwards". Per the patient, they had been increasing the pump medication until the doctor started tapering down their medication "for about a week". A date of april 4th was noted in regards to this. Perthe patient, they were not getting any relief from the medication and the pain had gotten so bad. They were taking oral medications and were tapering down to eventually change the medication. The patient thought that they had marcaine and morphine in the pump, but were not sure. Per the patient, if it was morphine, the morphine made them feel "sick and not right". It was noted that the patient had external equipment, but had never charged it or set it up. The patient was redirected to their healthcare provider and was sent physician listings.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. Specific pump drug information was unknown. It was reported that the patient was having a lot of pain in their back and they were concerned that their pump "turned itself off". The patient saw their doctor on (B)(6) 2024 and the doctor stated that the pump had "shut off twice and restarted itself". The doctor asked the patient and they confirmed that they had not had magnetic resonance imaging (MRI) in over a year. The patient confirmed that they had not heard the pump alarm. The patient also mentioned that they had mris in the past, but the doctor said "everything's working fine afterwards". Per the patient, they had been increasing the pump medication until the doctor started tapering down their medication "for about a week". A date of april 4th was noted in regards to this. Per the patient, they were not getting any relief from the medication and the pain had gotten so bad. They were taking oral medications and were tapering down to eventually change the medication. The patient thought that they had marcaine and morphine in the pump, but were not sure. Per the patient, if it was morphine, the morphine made them feel "sick and not right". It was noted that the patient had external equipment, but had never charged it or set it up. The patient was redirected to their healthcare provider and was sent physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.